Manufacturer narrative:
The reported malfunction was observed and attributed to the lithium battery on the system board. The system board lithium coin battery was replaced to remedy the problem. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 16 years old from date of manufacture. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.